Manufacturer narrative:
It was found the xhibit central station had lost its license. Spacelabs healthcare technical support worked with the customer in reloading the license and after observing proper device operation through functional and performance testing, the device was returned to the customer for use. While reloading the software resolved the reported issue, the cause of the reported issue could not be determined.

Event description:
The customer reported that while monitoring patients on a xhibit central station (xcs), the central displays went blank. Following the resolution of the blank displays, it was found that the xcs had lost its license. There was no patient or user harm associated with this event.